Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0295089. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that the syringe 0.5ml 31g tw 6mm bls 400 sg experienced safety shield failure. The following information was provided by the initial reporter: material no: 328447 batch no: 0295089. Customer stated while using bd safetyglide insulin syringe, the "safetyglide" piece regularly damages the needle. The safety part is loose and wobbles as it is pushed into the safety position bending the stem of the needle. Upon sliding it back down, because it wobbles, it catches the top part of the needle and bends it to where the needle can no longer be injected at the correct angle into the patients arm. The nurse opened one and showed it to me while I was onsite. Makes the needle unsafe to inject the insulin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 31g tw 6mm bls 400 sg experienced safety shield failure. The following information was provided by the initial reporter: material no: 328447 batch no: 0295089. Customer stated while using bd safetyglide insulin syringe, the "safetyglide" piece regularly damages the needle. The safety part is loose and wobbles as it is pushed into the safety position bending the stem of the needle. Upon sliding it back down, because it wobbles, it catches the top part of the needle and bends it to where the needle can no longer be injected at the correct angle into the patients arm. The nurse opened one and showed it to me while I was onsite. Makes the needle unsafe to inject the insulin.